Event description:
The customer reported the system was locked up with a collimator failure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed the no cause could be determined. The system was tested and found to be working as intended and put back into service.